Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleaks.

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure using conformable gore® tag® thoracic endoprostheses (proximal: tgu454515j/12552603, distal: tgu343415j/14043106) for a thoracic aortic aneurysm repair. The patient tolerated the procedure. Date unknown: an angiography revealed a proximal type I endleak. The physician planned to do an additional procedure for the endleak. On (B)(6) 2016, an additional stent graft was implanted for the proximal type I endleak repair. The physician commented as follows. The landing zone of the tgu454515j was not enough. This caused the proximal type I endleak.